Event description:
It was reported that, this right ventricular (rv) lead exhibited high pacing thresholds, low amplitudes and a decrease in the pacing impedance, still within normal limits. The technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).